Event description:
A customer reported while using the librelink app, a ¿signal loss¿ issue was encountered with the adc device and as a result, the customer became hypoglycemic and experienced ¿trumpal¿ and a loss of consciousness. The customer further reported being able to self-treat (unspecified) therefore, no third-party medical intervention was required. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history report) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms with ios 15.4.1/fsll using a known good libre 2 sensor. There was no issues were observed with the librelink app. If the product is returned, the case will be re-opened, and a physical investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the librelink app, a ¿signal loss¿ issue was encountered with the adc device and as a result, the customer became hypoglycemic and experienced ¿trumpal¿ and a loss of consciousness. The customer further reported being able to self-treat (unspecified) therefore, no third-party medical intervention was required. No further information was reported. There was no report of death or permanent impairment associated with this event.